Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure two resolute onyx des were implanted. One in the mid lad exhibiting 90% stenosis and one in the ramus exhibiting 80% stenosis. Approximately 23 months post index procedure. The patient had alteration levels of consciousness, cranial computed axial tomography, acute subdural hematoma in the right territory. He remained in a coma with a reactive mydriasis, after several hours the patient died on the same day. The event was treated with medication. The site assessed the event as not related to the device but probably to the antiplatelet medication. The death was classified as a non cardiac death.